Event description:
A patient with an acute cva, cerebral vascular accident, underwent a four vessel angiogram showing a thrombus in the left carotid terminus. During retrieval of the thrombus, the tip of the conentric retriever broke off in the patient's artery. This piece was successfully snared and removed with no patient injury.